Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call to have had a 911 due to customer being unconscious. Customer's blood glucose was 30 mg/dl. It was reported that customer was off of insulin pump therapy for one month. It was reported that customer experienced low blood glucose for four to five months. It was believed that customer was getting too much insulin. Troubleshooting was performed and customer was advised to monitor insulin pump.